Event description:
It was reported that "the image on the scope failed during use. The scope did have image at the start of the case but went dark during use. On inspection the scope has damage to the distal window." According to further information the procedure was completed successfully and there were no adverse consequences for the patient. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: upon technical inspection of the concerned hopkins telescope (article-no.: 27005ba, serial: (B)(6)) the reported issue (image on the scope failed/ went dark) could be confirmed. During visual inspection, a chemically damaged, leaky solder joint was detected. Residues are clearly visible behind the distal cover glass. There are scratches on the shaft and a chipping rod lens was detected. The leak caused by the chemically attacked distal soldering seam allowed moisture and residues to penetrate the imaging rod lens system during use or clinical treatment. The ingress of moisture and residues has a significant impact on the imaging. Furthermore, the scratches on the shaft and the chipping rod lens can be traced back to clinical use. It is concluded that the defects found were caused by clinical use or mechanical damage. In addition, we would like to call your attention to the following information stated in the reprocessing instructions (hopkins telescope 30°, 4 mm, 30 cm, document: 27005ba_en_v40.2_09-2022_ri_ce): 9. Visual inspection: 1. Check products for the following points: visible soiling, damage and corrosion, completeness, dryness. 2. Subject any products displaying visible soiling to another complete cleaning and disinfection process. 3. Discard damaged and corroded medical devices. 4. Discard incomplete medical devices or replace missing parts. 5. Dry the product by hand if necessary. (Page 12). 11. Life span: the end of the product life is largely determined by wear, reprocessing processes, the chemicals used and any damage resulting from use. 11.1 functional check: if the device does not fulfill one of the points listed below or if damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: 1. Check the surface of the product for mechanical integrity and changes. 2. Check the labeling for legibility. 3. Check the product for mechanical integrity. 4. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. 5. Check if the image is transmitted. 6. Check whether light is transmitted and whether the surface of the light input and light output is dirty or damaged. (Page 14). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).